Event description:
It was reported the patient experienced burning sensations following an implant. There were three "burn lines" on the skin on top of the implantable neurostimulator. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010; product type: lead, product ID: 37752, serial# (B)(4); product type: recharger, product ID: 37743, serial# (B)(4); product type: programmer, patient. (B)(4).